Event description:
Patient following with podiatry for retained and painful hardware. Failed conservative measures. During surgery for removal, screw noted to be broken proximally. Decision made to remove only the proximal portion of the screw and leave the distal aspect intact.